Event description:
This customer reported a pacer test that did not resolve with replacement of the therapy cable. There was no pt involvement.

Manufacturer narrative:
(B)(4): this customer reported a pacer test that did not resolve with replacement of the therapy cable. There was no pt involvement. The device was returned to philips for eval and the reported symptom was reproduced. The problem was isolated to the power pca. The power pca was replaced to resolve the symptom. After passing all testing the device was returned to the customer for use.